Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and forwarded to the manufacturer for evaluation. Upon receipt, the device appeared in used condition and the active tip shows signs of activation. A bend was noted on the shaft of the device indicating potential device mishandling. Additionally, procedural debris was visible within the suction tube. The device passed all electrical and functional testing. A flow test was performed on the device which confirmed the reported blockage. The handle of the device was opened to inspect the internal components, and no leaks were identified via a leak test. The observed failure is likely due to normal procedural debris. Review of the DHR for this lot of devices did not indicate any issues related to the reported failure. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure of the shoulder, it was observed that the suction was not working on two wands on two vapr clplse90 electrode w hand cntrls devices. According to the reporter, the suction line was hooked up to wall suction. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The fields date device returned to manufacturer and is device returned to manufacturer? Were inadvertently missed in the initial report and have been updated accordingly to reflect the correct information. Device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 6/3/2016. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.